Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was implanted successfully. The final mr was grade <1. There was no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was reported that the patient returned symptomatic with mr grade 1-2. Through a transthoracic echocardiogram it showed that on the anterior-2 leaflet calcification and a potential perforation was visualized. No treatment was administered and the patient was not hospitalized.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury and mitral regurgitation appear to be related to challenging patient anatomy (leaflet calcification at clip location). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.